Event description:
This report is being filed after the subsequent review of the following journal article, appleton, p.t., et. Al. (2014). ¿predictive factors of distal femoral fracture nonunion after lateral locked plating: a retrospective multicenter case-control study of two hundred and eighty three fractures¿. International journal of the care of the injured. (45: 554-559). United states article. This is a retrospective case-control review of 283 distal femoral fractures in 278 patients with an age of 18 years or greater treated with lateral locked plating (llp) at three different level 1 academic trauma centers between august 2004 and december 2010. The primary objective of the study was to identify patient comorbidities, injury and construct characteristics that are independent predictors of increased risk of nonunion when llp is used in the fixation of distal femoral fractures. The goal was to use the independent predictors to develop a predictive algorithm of nonunion risk to be used in a clinical setting to counsel patients at risk. Nonunion was liberally defined as the need for a secondary procedure to manage poor healing based on unrestricted surgeon criteria. All fractures were treated with a llp system. Due, however, to hospital contracting, the devices included primarily less invasive stabilization system (liss) plates and condylar locking plates of either stainless or titanium manufacture. Surgeons used constructs with variable numbers of locking screws as they deemed necessary, applied and spread in any pattern they felt to be appropriate. Patient and fracture characteristics were compared between two groups, patients who underwent surgical revision for nonunion and those who didn¿t require intervention. Forty one patients (27 males, 14 females) required surgical intervention for nonunion, 7 of which had a fracture type involving infection. Six patients who did not require surgical intervention had a fracture type involving infection. The results indicated that obesity, open fracture, occurrence of infection, and the use of stainless steel are statistically significant prognostic risk factors of nonunion in distal femoral fractures treated with llp independent of differing trends in how surgeons intervene in the management of nonunion. This is report 5 of 42 for com-(B)(4). This report is for an unknown an unknown liss plate or condylar locking plate and refers to a female patient who underwent surgical intervention due to nonunion. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Device used for treatment, not diagnosis. Appleton, p.t., et. Al. (2014). ¿predictive factors of distal femoral fracture nonunion after lateral locked plating: a retrospective multicenter case-control study of two hundred and eighty three fractures¿. International journal of the care of the injured. (45: 554-559). This report is for an unknown liss plate or condylar locking plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.